Manufacturer narrative:
No patient information provided as no patient was involved in this concern. During the onsite inspection, the medtronic representative reported that the issue was being caused by the batteries. The batteries were replaced. The replaced batteries have not been received by the manufacturer for further analysis. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that there was a low battery message on the mobile view station (mvs) when unplugged from the wall outlet after about a 1 minute. Was onsite troubleshooting a separate issue, no patient present.